Event description:
Malfunction of a greiner bio-one vacuette tube resulting in a low volume blood splatter without harm to patient and without exposure to staff. Tube specifications: 2 ml, 13x75 lavender cap-white ring, non-ridged, USA, k2e k2edta, 454428, lot b2311376, expiration date 03-02-2025.